Event description:
It was reported that the device got plunger not in place error showing up even after calibration. No physical damage was reported. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log showed multiple errors. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the main printed circuit board (pcb). As a result, the pcb, battery, plunger, lead screw, clutches, cam, and worm gear/coupling were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.